Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-4316, lot #: 17164040, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had a recent lead revision procedure and developed an infection at the lead site. Symptoms included pain at the site, fever, excessive bleeding at the midline incision, and tenderness surrounding the wound. The physician believed that the infection was procedure related. The patient was admitted in the hospital and was prescribed antibiotics. The patient underwent an explant procedure. Cultures were taken and the results were not available.